Manufacturer narrative:
(B)(4). Investigation completed and returned 28g lancet devices evaluated. The returned product is not a safety lancets as described on original complaint, but the basic 28g lancets have to be loaded into a lancing device to operate as intended. None of the returned product appears to be used as the safety caps are still in place;unable to confirm complaint. Manufacturer contacted customer on (B)(6) 2016 to ask for clarification between the product described in original call and received product, customer admits did not know how to explain product in original call.

Event description:
Consumer reported complaint about at least two lancets in the box that seemed they might have been used because the needle was retracted. The customer feels well and did not report any symptoms, medical attention is not reported.